Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. Customer's current blood glucose level is 225 mg/dl. The customer treated with juice for low blood glucose level. The customer also reported that the buttons were sticking. The customer was declined to troubleshoot for high blood glucose level. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc and act button dome switch . No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test. B)(4).